Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event which did not require medical intervention. During the call, it was revealed that the consumer improperly stores test strips. It was also revealed that the consumer does not control solution test her test strips before use as instructed in our directions for use. Education took place at the time of the call. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.